Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged the imaging system gears on the winch assembly by attempting to manually open the door without following proper instructions. The result was that the imaging system was fixed around the patient. The surgeon opted to discontinue the use of the imaging system, however, completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative, following-up at the site, reported the site spent an hour trying to remove the o-arm from around the patient, then moved the o-arm to the feet so the surgery could proceed. Elapsed time it took to re-drape the patient and the o-arm was approximately an hour and a half. (B)(4) 2015 a medtronic representative performed an imaging system check-out: imaging, software and safety tests passed, mechanical test failed: found door out of adjustment and door switch damaged. Adjusted door to allow proper closing movement, replaced door switch. Issue resolved. System ready to use. Returns requested. Replacement door winch upgrade kit & motion control box gantry shipped to site. Suspect devices were returned to manufacturer on (B)(4) 2015 and are under analysis. (B)(4) 2015 a medtronic representative performed an imaging system check-out, all areas passed except mechanical test: adjusted door assembly and installed door switch. System performed as intended. Returns requested. Three replacement threaded connecting rods and 1 bottom right bracket assy were shipped to site. Each of these devices were returned on (B)(4) 2015, unused. Return requested. Replacement door switch cable assy shipped to site. Suspect device returned to manufacturer on (B)(4) 2015 and is under analysis. Returns requested. One replacement top right bracket assy, 1 cable assy door stop block, 1 bracket assy bottom right dingus and 1 bracket assy top right dingus were shipped to site. Each of these devices were returned on (B)(4) 2015, unused. No further issues have been reported.

Manufacturer narrative:
Four components of the imaging system were returned to the manufacturer for analysis. One of the components returned (gantry box) was found to be fully functional and unrelated to the reported event. The other three components showed the following signs of physical damage: door winch assembly: the site damaged the gears on the winch assembly by trying to manually open the door without following the instructions. The gears on the winch were damaged. Failure mechanism was operator error. Threaded connecting rods: both had the majority of the threaded length snapped off. The connecting rods also exhibit impressions in the metal. Failure mechanism was damaged hardware. Door switch assembly: confirmed switch was non-functional. Switch was mechanically not changing its state. Failure mechanism was a broken switch. The reported event was confirmed. The system was repaired with the replacement components and returned to fully functional operation.